Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver ceased to function. It was reported that the receiver was dropped. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. Functional testing was performed and passed relevant testing. The log was downloaded and reviewed finding no errors related to the complaint. An overnight discharge test was performed and passed. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.